Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that during an implant attempt, the device was losing capture but the leads did not lose capture when they were connected to the analyzer. It was also reported that the capture issues may have been caused by tissue in the header. The device was explanted and replaced. No patient complications have been reported as a result of this event.